Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during/before an unknown procedure, the gun was used successfully with original insitu staple device. This was reloaded to use again with a reload. The gun failed to staple and cut successfully. This left the patient with a partially damaged bowel which resulted in the patient having to have a permanent colostomy formed. Additional information received on 1/22/2010: this device is not available and is believed to have been discarded a while ago. Theatre sister cannot recall any further details of this incident. Additional information requested and received on 2/2/2010: unfortunately, this complaint was reported to (B) (4) over a year ago but was never brought to my attention, therefore the theatre sister involved has provided as much detail as she can remember from this event. I have no further details regarding the patient however can let you know that the initial firing of the device fired successfully, however once reloaded with a second cartridge, this did not fire leaving a cut line but no staples ¿ unfortunately I have no further details as to whether the staples did not form or it did not fire at all.